Event description:
The customer reported a checksum error message. With this error, the system will not boot up, resulting in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and returned to service.